Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the cement cured faster than usual at 8 min.

Event description:
It was reported that the cement cured faster than usual at 8 min.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: the returned sample was tested and that resulted in the setting time to meet specifications. Doughing time: 3.50mins; working time: 4.75mins; setting time: 11:25mins. A visual inspection of a retained sample was performed while mixing the product. No unusual characteristics were observed. Samples appeared to have a homogenous appearance. All results have specification. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. . Conclusions: the IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," the IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A visual inspection of a retained sample was performed while mixing the product. No unusual characteristics were observed. Samples appeared to have a homogenous appearance. All results have specification. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the reported lot. . Conclusions: the IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," the IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the cement cured faster than usual at 8 min.